Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket of fluid on their spine and was experiencing eye pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they believed their shunt was not working and had consulted with their doctor. The patient said that they were considering a revision surgery. Their doctor had been able to answer all of their questions.